Manufacturer narrative:
Device was received with a cracked case near the corner of the belt clip rails on the battery compartment and cracked battery tube threads. Device passed the displacement test and self test. However, hardware low level failures error confirmed in the device history due to broken trace at pin keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received hardware low level failure. Customer's blood glucose was unknown. Customer stated that battery compartment was cracked. Insulin pump will be returned for analysis.